Event description:
During a sigmoid colectomy procedure, the instrument was difficult to remove from the application site. The surgeon manually manipulated the device off the tissue and completed the procedure with another instrument. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.